Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that connection between the main cart and camera cart was repeatedly suddenly lost while the procedure was in progress. Sometimes the site would have to wait for a few seconds or a few minutes before connection was resumed like normal. Other times the connection was completely disconnected which would require the site to restart the camera cart. It was noted that the optical transmitter was still working even if the monitor showed a disconnected message. It was noted that this problem happened about 10 times over the span of the 3-hour surgery. There was no delay to the procedure due to the issue, and there was no patient harm or patient injury.